Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Failure analysis revealed that the insulin pump alarmed motor error during rewind due to corroded motor home switch. Unable to perform the displacement test due to the motor error alarm. The device was received with minor scratched display window, cracked battery tube threads, cracked reservoir tube lip. No button error alarm or button anomaly noted. No moisture damage on the keypad traces found.

Event description:
Customer reported a motor error on his insulin pump. Customer's blood glucose was 320 mg/dl. There were no significant events leading to the alarm. The device was not exposed to a strong magnetic field. The alarm was cleared. Customer does not use the sensor feature. She is able to rewind the device. Customer was advised that the device needs to be replaced, and to discontinue use and revert to a back up plan. Nothing further reported.